Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a customer in (B)(6) that a cpx4 medium height tissue expander, style 8200 was received without centerscope magnetic detection device and butterfly components. Per customer, the issue was detected preoperatively and did not contribute to a patient adverse event, procedural delay, or additional procedure for the patient.

Manufacturer narrative:
On 7/16/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).